Event description:
It was reported that a number of patients are showing shock impedance measurements high out of range, with values between 130 and 150 ohms. Further advice was requested on how to check the shock impedance measurements on latitude to provide proper follow-up. No adverse patient effects were reported.